Event description:
Pt suffering from endometrium carcinoma (large endometrium tumor with relation to rectosigmoid) underwent debulking procedure (lar, hysterectomy, bladder hinge - left ureter resection). Car anastomosis was performed at 5 cm from the anal verge without stoma. On day 11, a transversostoma was made due to rectovaginal fistula. During rectal examination, a large defect at the height of the anastomosis was determined and the car was loose in the rectum.

Manufacturer narrative:
The implanted compression element (ring) that was evaluated by the MFR has been found in order, meeting its predefined specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. No corrective or remedial actions were taken. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature of anastomosis devices.